Event description:
46 year old female, with h/o asthma admitted to ICU. Patient developed severe s.o.b., unresponsive to therapy. Intubated several hours later patient noted to have a low tidal volume, respirator checked found satisfactory. Patient re-intubated x 3. Subsequently fiberoptic bronchoscopy revealed a lacerated trachea. Patient's condition deteriorated. Acls futiledevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, pilot balloon valve. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.